Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, there was contamination at pin 1 of the j1 battery connector. The cause of the inability to power on is the contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated monitor.

Event description:
A u.s. Distributor returned a monitor sn (B)(4) indicating that it would not power on.